Manufacturer narrative:
The reported long charge time was confirmed in the laboratory and was due to the battery voltage being less than end of service. Based on device settings, a longevity calculation was performed and was found to be within the expected limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received appropriate therapies. Upon interrogation, an alert for charge time limit reached and the device at eol were observed. The device was explanted and replaced.